Event description:
A dreamstation auto CPAP device was returned to a third-party service center with no initial alleged complaint. There was no report of serious or permanent harm or injury, and no medical intervention was reported. During evaluation at the third-party service center, the device was visually inspected and evidence of visible foam particles was observed. Additionally, unrelated to the reportable malfunction, the service technician noted dust fail contamination and a destroyed power connector. Following completion of the evaluation, the device was scrapped by the service center. There was no reported patient involvement, injury, or adverse clinical outcome associated with this event. The observed dust fail contamination and destroyed power connector were unrelated to the reportable malfunction and were not determined to have contributed to or caused the reported event. Based on the identification of visible foam particles during device evaluation, this event was determined to be reportable under FDA 21 cfr part 803 as a product malfunction and/or potential serious injury event. No additional information is available at this time.